Event description:
Bard 4 fr PICC inserted in 2009 at 1500, for anticipated tpn infusion. No infusion initiated at that time. In the next day at 1730, PICC nurse was doing initial dressing change, and was unable to locate the blue PICC tubing.